Event description:
Related manufacturing ref: 2184149-2020-00038.

Manufacturer narrative:
Investigation results will be provided in a subsequent submission. Further information was requested but not received.

Event description:
One week following a radio frequency ablation (rfa), the patient returned to the surgery center with a burn on his leg from the grounding pad. During the procedure, the skin was not prepped and the grounding pad was placed on a hairy part of the leg for a cervical rfa. Attempts to ablate were unsuccessful. The grounding pad was noted to be too far away and was moved to the patients upper back to complete the procedure with no issues. The patient returned to the surgery center one week post procedure with 2nd degree burns on his leg. The generator has been used since without any issues.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported patient burn remains unknown.